Event description:
Pt having laparoscopic cholecytectomy and intra-operative cholanggiogram. Procedure completed and co2 was allowed to escape from abdomen. It was noted that the double thickness balloon of the balloon tipped catheter extenrally had split in multiple places. On inspection of the wound a small strip of balloon material was removed. No evidence of any remaining material on exploration.